Event description:
Patient reported being diagnosed with a neurological disorder " other - add", no treatment or surgical intervention indicated. Healthcare professional reported patient's concern with the product. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, encapsulation color yellow on the surface of the shell, white calcification on the surface of the shell 20%, deformation. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of neurological symptoms is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "other -- add".

Event description:
Patient reported being diagnosed with a neurological disorder " other - add", no treatment or surgical intervention indicated. Healthcare professional reported patient's concern with the product. This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported being diagnosed with a neurological disorder " other - add", no treatment or surgical intervention indicated. Healthcare professional reported patient's concern with the product. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.